Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a blank screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm and performed release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The monitor was turned on and booted up to a black screen. With the lights off and a flashlight, writing in the background could be seen, indicating that the backlight was not illuminating the display. The service repair technician (srt) could not duplicate the reported complaint. The ccm booted up as normal and the main screen was visually verified to be illuminated. The srt opened the ccm up to inspect for loose connections and none were found. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.